Event description:
It was reported that during a procedure, the patient's right ventricular (rv) lead exhibited erosion on the polyurethane insulation, approximately two to three centimeters outward of the lead pin. It was further reported that the lead had been previously inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.